Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump also had a cracked reservoir tube lip, cracked reservoir tube, scratched reservoir tube window, broken belt clip slot and scratched case.

Event description:
Customer called to report the insulin pump had a partial display due to it being dropped. Blood glucose reading was 137 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.